Manufacturer narrative:
This report is being submitted following a retrospective review performed by siemens ultrasound. Investigation was completed and it was found that: cannot be determined. We were unable to identify the reported issue from the information provided. The root cause could not be determined at this time. Reference: (B)(4).

Event description:
This report is being submitted following a retrospective review performed by siemens ultrasound. In this case: blank screen during an ice exam and the acunav probe was not being. Recognized. All ports were tried and the acunav probe was being. Recognized. This occured today tuesday (B)(6) 2023, around 0800 local. Time. The customer used another system to complete the exam.